Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open while locked. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. It was noted a p1 flail. A clip delivery system (cds) was advanced to the mitral valve; however, during the deployment sequence, the lock line was pulled when the clip re-opened 30 degrees. The clip was re-closed and continued with clip deployment. The clip is stable on both leaflets. One clip was implanted, reducing mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opened while locked could not be replicated in a testing environment as the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the clip opened while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.na.